Event description:
Participant received a luer-lock syringe with needle attached. Upon injection, the needle detached from the syringe and part of dose was lost. Dose or amount: use as directed, frequency: use as directed, route: im. Dates of use: from (B)(6) 2018 to current. Diagnosis or reason for use: e29.1.